Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood and contrast in the lumen. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon and the shaft. Microscopic examination revealed damage (scratch) in the balloon material (proximal balloon cone), 24 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection revealed damage (scratches) in the weld. Microscopic inspection of the tip found no irregularities or defects. Functional testing revealed a leak in the shaft of the device. Microscopic inspection of the outer shaft revealed damage (scratch) starting 40mm from the tip of the device and continued distally through the proximal weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3.0mm×40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3.0mm×40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.